Event description:
It was reported by the patient that following a thunder storm the home phone service as well as the remote monitor were not working. The monitor could not get a dial tone or dial out. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the printed circuit board assembly, which kept the unit from powering up.